Event description:
This procedure was part of the hawkone limited market release (lmr).the physician crossed the cto lesion and utilized a hawkone. The noticed a small perforation mid sfa and then placed a covered stent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the hawkone device was received with the cutter driver (attached) and the distal flushing tool (loaded over the distal tip assembly) but without any other ancillary devices from the procedure. The torque shaft and distal tip assembly did not exhibit any damage or deficiencies relevant to the reported event. The cutter head assembly was located within the distal tip assembly lumen. The distal tip assembly lumen was relatively free of collected biological material in the lumen. Four cine images were received for evaluation. The images were labeled pre and post (two each). The images document restricted blood flow (pre) in the mid-sfa region and enhanced blood flow (post) in the same region. There was a potential perforation noted in the post mid-sha image.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.